Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and or if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed a spark and smoke from the joint of the permanent cautery hook instrument after approximately 30 minutes of use. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, injury or adverse outcome was reported.